Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported, that during an acl procedure, the surgeon went to insert the pin from the ar-1400f-90, into the guide and the tip broke off. Nothing was inside the patient. The case was completed using a pin from ar-1400f-80.